Event description:
It was reported that t:slim x2 pump battery did not charge even though pump was connected to working wall outlet with tandem wall adapter and non-tandem cable, and pump history showed power source alert. There was no adverse impact to the customer's blood glucose level. Customer was instructed to keep wall adapter plugged into confirmed working outlet for at least 30 minutes, after which pump began charging without low power or shutdown alarms, and no changes to charging supplies were needed and no further assistance was required.